Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed an image of the ultra fast fix device inside of opened packaging. The actuator is in the pre-deploy position. The foam insert is missing from the handle. The needle is covered. No physical damage visible to imaged device. A visual inspection revealed the device was received outside of original packaging. The anchors and suture were not returned with the device. The device shows no signs of physical damage. A functional evaluation revealed the device actuator and needle function as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time. B5, h6: health effect - clinical code.

Event description:
It was reported that during a meniscus repair using the ultra fast-fix after t1 was implanted, t2 fell off. The procedure was completed with a non-significant surgical delay using a back-up device. T1 was left secured in the patient. No further complications were reported.

Event description:
It was reported that during a meniscus repair using the ultra fast-fix after t1 was implanted, t2 fell off. The procedure was completed with a non-significant delay using a back-up device. T1 was left secured in the patient. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).